Event description:
It was reported that the xia 4.5 polyaxial screw, implanted in the ilio region, pulled out post-operatively. The patient was revised one hour after initial procedure, to remove and replace the reported screw with a larger diameter screw.

Manufacturer narrative:
Updated manufacturing site in g1 to stryker spine-france. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records and complaint history were reviewed for the corresponding lot number, and no relevant issues or similar complaints were identified. The xia surgical technique guide was reviewed for adverse effects in pediatrics and potential root causes: additional adverse effects for pediatric patients: inability to use pedicle screw fixation due to limitations (pedicle dimensions and/or distorted anatomy). Pedicle screw mispositioning, with or without neurological or vascular injury. A root cause could not be establish as the reported device, x-rays, and information regarding the initial procedure were not provided.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the xia polyaxial screw, implanted in the ilio region, pulled out post-operatively. The patient was revised to remove and replace the reported screw with a larger diameter screw.